Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the tip breaking on the headpiece was confirmed. A damaged angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was not repairable; therefore, no parts were replaced, and it was returned to the user facility.

Event description:
It was reported that prior to a procedure at the user facility that the threads on the angle nut of the universal handpiece were broken off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that prior to a procedure at the user facility that the threads on the angle nut of the universal handpiece were broken off. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.